Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Information received by medtronic indicated that the customer has reported a pairing issue with the inpen app and transmitter. Troubleshooting was partially performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the application and the product will not be returned for analysis.